Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she is not getting insulin or a no delivery alarm from the device. The customer has changed the infusion set three times, and continues to experience blood glucose levels between 400 and 500 mg/dl. The customer has also experienced bent cannulas due to scar tissue. Advised the customer that the high pressure test would need to be performed, but the customer did not have the tubing clamp. Sent the tubing clamp to the customer. Nothing further was reported.